Event description:
It was reported that the right ventricular (rv) lead was double counting r-waves during ventricular tachycardia (vt) episodes.  The lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.